Event description:
It was reported that this pacemaker was interrogated and found that the device had reverted to operation in safety core. Technical services recommended emergent replacement and return to the distributer for analysis, however the device remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was noted to be operating in safety mode. A memory download could not be performed. It appears that this device has completely scrambled ram as if the power was lost and then restored. The device case was removed, and the internal components individually tested. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. The root cause of the scrambled ram remains unknown.

Event description:
It was reported that this pacemaker was interrogated and found that the device had reverted to operation in safety core. Technical services recommended emergent replacement and return to the distributer for analysis, however the device remains in-service at this time. No adverse patient effects were reported. New information received indicates that this device was later explanted and returned for evaluation.

Event description:
It was reported that this pacemaker was interrogated and found that the device had reverted to operation in safety core. Technical services recommended emergent replacement and return to the distributer for analysis, however the device remains in-service at this time. No adverse patient effects were reported. Additional information was received that this device was explanted and returned for analysis.

Event description:
It was reported that this pacemaker was interrogated and found that the device had reverted to operation in safety core. Technical services recommended emergent replacement and return to the distributer for analysis; however, the device remains in-service at this time. No adverse patient effects were reported. New information received indicates that this device was later explanted and returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Additionally, a high current drain was detected, but as previously noted, the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This amended report is being submitted to provide additional device analysis results in the manufacturing analysis section as these details were inadvertently omitted in the previous submission.